Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5531-g-613, lot # lcd840, description: x3 triathlon cs insert #6 13mm. Cat # 5520-b-600, lot # xbzi, description: triathlon prim tib baseplate - cemented. Cat # 5551-g-350, lot # 927z, description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "surgeon took primary out due to infection. This is the first stage of a 2 stage revision. Surgeon stated that there was nothing wrong with implants. The surgeon did not take x-rays."